Manufacturer narrative:
The insulin pump was received with an intermittent button response due to an unlocked j2/lcd keypad connector. The pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. The pump was received with a cracked reservoir tube lip, a minor scratched lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that she had a broken belt clip and a keypad anomaly on the insulin pump. Customer's blood glucose was 250 mg/dl when she woke up. Customer stated that the down arrow, act, esc, and bolus buttons had to be pressed a few times to respond. Customer stated that the pump has been dropped before and that she has been sleeping on the pump. Customer stated that when she goes to bed at night, her blood glucose is between 80-150 mg/dl. Customer suspends the pump while she sleeps and removes the pump. Customer then wakes up with a blood glucose between 100-250 mg/dl. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and to revert to a back-up plan.